Event description:
It was reported the head popped out of the bone screw during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. (B)(4).

Event description:
Posterior fixation l3-l4-l5 spinal stenosis. The screw in l5 (right pedicle) dissassembled, the head popped out from the bone screw when trying to place the rod. The screw was removed and replaced with another.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation showed due to faulty handling during insertion of the screw, the golden collet turned in the screw head. This can lead to the head popping out and or the rod cannot be inserted properly. A review of the device history records has been requested.